Event description:
It was reported that the right atrial (ra) lead was oversensing. Follow up with the patient's clinic indicates that the patient has not been seen. The lead remains in use. No patient complications have been reported as a result of this event.